Event description:
The customer reported to olympus that the gastrointestinal videoscope exhibited angulation malfunction within one year after device delivery. The device was returned and an evaluation at the repair center revealed presence of foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. It was unknown if endoscope was used in a procedure with the foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation angulation malfunction. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and had white clouded area. Light guide (lg) bundle was slipping down. Lg lens had a crack. Adhesive around lg lens is peeled. Connecting tube had a dent and a scratch. Switch button 1 had a scratch. Paint on air/water-cylinder and suction cylinder was peeled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material clogged in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "chapter 5 section 5 manually cleaning the endoscope and accessories" and "chapter 8 storage and disposal", especially during reprocessing. Make sure that stain is removed from the air/water nozzle opening and the surface of the objective lens. If the stain remains, wash until all of the stain is removed and please check the handling environment, such as thorough rinsing, draining residual water in the channel after cleaning, and drying.¿ olympus will continue to monitor field performance for this device.